Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and discussed the necessary repairs with the customer who decided that the cost of the repairs exceeded what they were willing to spend. The customer has placed "out of service" sticker on the iabp unit and the iabp unit was then moved to storage for a trade in at a later date. No repairs were performed on the iabp unit, and no further repair request have been made. (B)(6).

Event description:
The customer has reported that the cs300 intra-aortic balloon pump (iabp) was not working after being brought back from a trade in. The customer has requested for getinge to evaluate the iabp unit. It was later reported that the iabp unit is currently not being used. There was no patient involved and no adverse event was reported.